Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, it was able to be fixed into the tissue without any issue. Measurements found that there were low amplitudes and the physician decided to reposition the lead. The helix was able to be retracted successfully; however, the helix could no longer extend after it was moved to a new position. The rv lead was extracted and successfully replaced. No adverse patient effects were reported. The rv lead will not be returned.